Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient attempted to use their mycarelink monitor for a pacemaker and the monitor was not responding. The patient also experienced an issue with reader position and no telemetry with mycarelink. Troubleshooting steps were performed according to product labeling, including evaluation using multiple knowledge bases and observing a white cloud with an arrow pointing down on the monitor display. After updating for one hour, further troubleshooting was conducted, and the case was referred to a clinic. The patient was advised to make an appointment, bring the monitor, and may need to have their device interrogated in the office. It was further reported that the implantable pulse generator (ipg) exhibited a telemetry issue. The ipg remains in use. No patient complications have been reported as a result of this event.